Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: device was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection: pivot mechanism - other, sticky trigger, and failed ground bond test 1. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The latch for swiveling the handle has become unstable. Case type / application: tka 2.0 - (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The latch for swiveling the handle has become unstable. Case type / application: tka 2.0: (if applicable) will device be decontaminated? Device(s) will be decontaminated prior to return.